Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements due to lead dislodgement per x ray imaging. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.